Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the manufacturer report number 1645337-2019-17803 is a duplicate of this complaint. Any additional event information received will be submitted under this complaint¿s manufacturer report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-nov-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant and developed capsular contracture associated with breast implant and seroma. During evaluation of the sample, it was observed a tear measuring approximately 1 cm within an area of siltex cracking in the posterior aspect. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Seroma is identified as excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4, late-onset seroma, suspected rupture. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3544007, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and experienced postoperative grade 4 capsular contracture, suspected rupture, and late-onset seroma all on the right side. Based on the patient¿s symptoms of breast pain, implant distortion and acute swelling, a mammogram was performed. The results were suspicious for rupture, and the physician diagnosed an acute seroma as well. The patient had the seroma aspirated, and the workup was negative for malignancy. As a result of the reported events, the patient had the device explanted and replaced with a non-mentor product on (B)(6) 2019.